Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed top case cracked by the tube holder. Visible contamination on barrel head assembly and by the tube holder. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be found normal wear; device was over seven years old. Combination of motor assembly including motor, lead screw and clutch halves. Actions taken to mitigate the reported issue: replaced motor assembly including stepper motor, lead screw and clutch halves. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that motor rate error event occurred while trying to performing preventive maintenance. No patient injury reported.